Event description:
It was reported that bd plastipak¿ syringe was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: customer couldn't draw the syringe. Couldn't draw the drug.

Manufacturer narrative:
Investigation: customer returned (1) 1cc, 12.7mm, 29g syringe in an open poly bag from lot # 9014514. Customer states that they could not draw the syringe. The returned syringe was examined and exhibited a deformed stopper in the barrel which could cause the syringe not to draw properly. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the photo found the stopper with a rolled edge of the sealing side of the stopper. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the sealing edge of the stopper can roll and deform due to the friction between the barrel and stopper. Unable to determine the root cause of the lack of silicone in the barrel of the syringe. CAPA#666972 was initiated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ syringe was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: customer couldn't draw the syringe. Couldn't draw the drug.